Event description:
It was reported that during an oral procedure, the bur guard melted onto the nose cone of the handpiece. There was no patient or user injury and the procedure was completed with another available handpiece.

Manufacturer narrative:
The handpiece and bur guard have been received at the manufacturer for investigation. A follow up report will be submitted upon completion of the investigation.